Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed, however, the cause is unknown. One photograph of a 3cg tps stylet reportedly from a 4 fr single lumen powerpicc basic tray was returned for evaluation. An initial visual observation of the photograph showed what appears to be a 3cg tps stylet in a plastic bag along with what appears to be the extension tubing of the t-lock and the white wire of the stylet connector assembly from the powerpicc kit. The stylet appears to be bent in two locations near the distal end. Some discoloration was observed on the stylet near the bends that appears to be blood residue; however it is unclear from the photograph what the cause of the discoloration is. The remainder of the stylet visible in the photograph appears to be undamaged. The cause of the bend in the stylet is unknown; however, based on the returned photograph and the description of the reported event, possible contributing factors include damage during manipulation, insertion, or retraction of the stylet. A lot history review (lhr) of reat2133 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted as per regular procedure. Nurse noticed some slight difficulty on obtaining reading from ECG for placement, but was able to place PICC easily. Upon withdrawal of the wire, nurse noticed that the end of the wire was allegedly bent. Patient sent for chest x-ray, which confirmed placement and no issues were noted. No other product from this lot were noted to have this issue.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed and the cause appeared to be use-related. The product returned for evaluation was one tls 3cg stylet. Also received was a photograph which appeared to depict the complaint sample. Blood residue was observed on the sample. Two severe kinks were observed in the stylet within the region encased by polyimide tubing. The distal tip of the stylet was present and intact. Microscopic inspection of the tip of the stylet confirmed that the stylet was complete and intact. Inspection of the kinks revealed deformation of the polyimide tubing. The severity of the kinks suggested breakage between the inlaid magnets. The kinks appeared to be the result of manipulation of the stylet. The observed blood residue and accompanying event description suggested that such manipulation occurred during device use.